Event description:
It was reported that pt was having PICC inserted into upper right arm. Needle was placed w/o event. Resistance was experienced when advancing spring wire guide (swg) and it became "hung up" in needle. Clinician began to manuever swg but experienced a lot of resistance. Dr consulted to assist. Pt taken to or where swg was "pulled on" and it broke into 2 pieces. Both pieces were removed with hemostat. Another PICC was placed in pt's left arm w/o event. Approx 2 weeks later, pt developed a dvt and possible infection near initial site.